Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an indeterminate amount of time; no additional information was provided regarding this issue. Customer¿s blood glucose level was 180-280 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.